Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the ventilator did not alarm at the time it shut down while on a patient. The customer reported patient involvement with no harm to the patient.